Event description:
Patient switch glucose monitoring devices from dexcom to libre 3 at the beginning of 2025. Patient is hypoglycemic with long-term insulin use. Started noticing a discrepancy in accurate readings towards the end of (B)(6). Patient had an error message around (B)(6) stating that here glucose level was at 40 and declining. She starts drinking juice to bring it up. The next thing she remembers is that she was being transported to (B)(6). At (B)(6) they told her the glucose levels were not low but high, approximately 284. She was transferred to (B)(6) where she was admitted for a few days. She had stroke-like symptoms of slurred speech, drooling, and paralysis on one side of here body. The MRI, CT scan, and EKG testing found blood clots in her brain. Patient has prior diagnosis of ptsd and h pylori.